Event description:
It was reported during implant of the implantable pulse generator (ipg) system, when connecting the lead to one of the housing's mounting ports in the ipg, the tightening screw was turned twice, without any excessive force. At that moment, the entire internal threads were stripped from their housing, as if the retaining structure were weakened or defective. As per the implanting physician, the defected ipg was not implanted due to the inability to screw the lead on its housing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.